Event description:
It was reported that the insulin pump received a motor communication error. Customer pressed the esc and act buttons and could not clear the alarm. Battery in use is an energizer alkaline. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The button keypad functioned properly. There was no error alarm noted. The unit had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, reservoir tube lip, battery tube threads, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.